Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. Corrected data: d4 UDI #. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 10/1/2025. Corrected data: h11 investigation summary. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damaged. The device was mechanically tested and no issues were found. The device was connected to a multi tester to test the switch function. The coagulation mode was noted to be on as soon as the device was connected to the multi tester. The cut function worked as intended. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A secondary analysis was performed: the device was scanned by CT. The results show the cut wire and the rf wire being pinched together causing the continuous activation found during the analysis. A manufacturing record evaluation was performed for the finished device batch c9dl91, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was obtained: there were no bleeding and no tissue damage. The device was dissembled, and another device was used. No additional treatment was performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, the device was energized even though the button was not pressed. No pieces were fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2025. D4 batch #: c9dl91. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damaged. The device was mechanically tested and no issues were found. The device was connected to a multi tester to test the switch function. The coagulation mode was noted to be on as soon as the device was connected to the multi tester. The cut function worked as intended. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9dl91, and no non-conformances were identified.